Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 565 mg/dl. Customer's blood glucose value was 565 mg/dl at the time of the call. The customer felt nauseous from the incident. The customer was treated for the high blood glucose with a bolus. The customer was assisted with troubleshooting and could that the cannula was slightly bent. The customer mentioned that they had a no delivery alarm but did not want to address the issue. The customer changed their set and did not return the device for analysis.